Event description:
The customer reported the system displayed a file system corrupt error message and then locked up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software and calibration files were reloaded. The system was then found to be operating as intended.